Manufacturer narrative:
Follow-up with the international affiliate representative revealed that the "used/damaged" spectrum ii suture hook, disposable 45 degree right was returned together with other products to conmed corporation for evaluation. However, the returned device could not be found in the shipping box when received. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. Based on available information and evaluation of similar complaints, the most probable cause of the reported breakage was use related due to the number of uses, age of the device and/or excessive force being applied to the tip of the suture hook while in use. This lot #806981 was manufactured on 17-jan-2017. There were no other complaints of "suture hook breakage" received for this item and lot number combination. A review of the device history record showed, there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported breakage. This is a limited reuse device with a recommendation of five (5) procedures and the number of uses for this suture hook is not available. A 2-year review of the device history shows there have been two other similar reports of "tip breakage" received. During this same 2-year time frame, approximately (B)(4) were sold worldwide. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects related to this type of report of "tip breakage." To reduce the risk of the tip breakage and patient injury the information for use (IFU) provides the following warnings & precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Manufacturer narrative:
The used/damaged spectrum ii suture hook, 45 degree left is expected to be returned for evaluation. However, as of this filing the device has not been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device hasn't been returned.

Event description:
The user facility reported that during use of the spectrum ii suture hook, 45 degree left in a shoulder arthroscopy slap (superior labrum anterior and posterior) repair procedure, the tip of the suture hook broke off in the surgical site. As reported, the breakage occurred when the hook was passing through the labrum. The broken tip was safely retrieved with no issues noted. Using a backup suture hook, the procedure was otherwise completed as planned with no patient injury and only 5-minutes delay. This report is filed on the basic of potential injury with recurrence.